Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that while using the freestyle libre 2 app, the application was not activating with the adc device. As a result, the customer experienced symptoms of dizziness, weakness, blurred vision, a loss of consciousness, and hit their head on the floor however, the customer was able to self-treat with ice cream. There was no third-party medical intervention reported. There was no report of death or permanent injury associated with this event.